Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received shocks for ventricular fibrillation (vf). This resulted in a shock impedance measurement of greater than 125 ohms. The device recorded a code 1005 which is indicative of an open circuit condition was detected during shock delivery. The patient received a subsequent shock for vf which was successfully converted and revealed a normal shock impedance of 103 ohms. A painless shock test was performed along with isometrics testing and pocket manipulation, which showed shock impedance measurements within normal range. There was no noise observed. Disk analysis was requested and boston scientific technical services (ts) discussed troubleshooting options with the field representative. No interventions were planned at that time. The lead remains in service. No adverse patient effects were reported.